Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The patient was noted to be in a medical environment at the time of the delivered shock. Rhythmcare identified this as the source of the noise oversensed by the device. The device system was tested in clinic with no noise able to be produced. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.